Manufacturer narrative:
Review of lot history records for the involved device is pending.

Event description:
Patient developed a burn/ulceration in right axilla 2 weeks post miradry treatment. Antibiotics (keflex 250mg qid for 7 days) were prescribed. The treating clinic confirmed the symptom resolved.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment. Patient's weight requested.

Event description:
Patient developed a burn/ulceration in right axilla 2 weeks post miradry treatment. Antibiotics (keflex 250mg qid for 7 days) were prescribed. The treating clinic confirmed the symptom resolved.